Event description:
It was reported that the 9600 system would not boot up due to circuit breaker tripped. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power control board and the battery charger board were replaced during the service call. The system was tested and found to be working as intended and put back into service.